Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by reloading the existing cartridge, successfully loading it onto the pump, and resuming insulin delivery.